Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the components. Product analysis found the components performed within specifications. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the balloon connecting tube was confirmed. All components were removed and replaced. The cause of the balloon connecting tube crack was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the balloon connecting tube was confirmed. All components were removed and replaced. The cause of the balloon connecting tube crack was not detailed by the hospital. No patient complications were reported.